Manufacturer narrative:
The device was returned as part of the asset return process and foreign debris was found protruding from the air/water nozzle due to insufficient cleaning. Additionally, water flow and water removal failed due to debris obstruction in the nozzle. The down angle failed due to damage on the angle wire. There was up/down/left/right angle play due to damaged angle wire. The distal end cap and adhesive were damaged. The optical cover glass adhesive was worn. The light cover glasses were scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, evis lucera elite gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that foreign debris was found protruding from the air/water nozzle. This report is being submitted for the reportable malfunction found during evaluation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Updated fields: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.